Manufacturer narrative:
On (B)(6) 2019 we have received the stem and head involved in the complaint. Visual inspection performed by r&d project manager: fully intact ha layer on the stem, ceramic head with metal transfer scratch.

Manufacturer narrative:
Clinical evaluation performed by medical affairs department: intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. Batch review performed on 06 may 2019: lot 180745: (B)(4) items manufactured and released on 05-jul-2018. Expiration date: 2023-06-25. No anomalies found related to the problem.to date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During final implant insertion the stem sunk 4mm and a small distal fissure was detected. The surgery was completed successfully implanting a competitor stem.